Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. A review of the event history log identified improper shutdowns as evidence of the reported issue. The cause was determined to be the rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off by itself. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.